Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported the reported battery problem. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
Customer reports the controller would not update so she tried to take the battery out and the controller, expanded its outer shell. The patient was sent a new controller.

Manufacturer narrative:
The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action (B)(4) was implemented.

Manufacturer narrative:
The case description states that the user tried to take the battery out and the controller exploded. The device was returned with both back covers removed and the battery detached from the device. Thermal damage was observed to the battery with a puncture hole visible on the top side of the battery. Thermal damage was also observed to the interior of the device and area surrounding the battery. Due to the interior damage, the back covers could not be placed back on and the device could not be powered on. The user guide states to not puncture, crush, or apply pressure to the battery. Doing so could result in an explosion, fire, electric shock, damage to the controller or battery, or battery leakage. The user's attempt to remove the battery caused the reported battery failure and thermal event. No further investigation is required.